Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. The investigation is in progress. Once the investigation has been completed, a follow up MDR will be submitted.

Manufacturer narrative:
Complaint was evaluated and the reported event was not confirmed. Device was not received for evaluation. Device history record was reviewed and no discrepancies were found. Provisional top components and standard bottom components have been modified to prevent fracture. The fractured component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the provisional cracked upon removal after trialing during a knee arthroplasty. No harm or injury was reported as a result of the malfunction.